Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10mar2021.

Event description:
It was reported to philips that the device was alarming a pressure line disconnect. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
H10 the field service engineer pulled the drpta and determined that this was normal operation when the proximal pressure line is disconnected. The field service engineer (fse) returned the unit to service after showing the respiratory therapist what caused the alarm. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. The alleged device malfunction was not confirmed.